Event description:
It was reported by singapore that during service and evaluation, it was determined that the chuck device had seized mechanics, was frozen/would not move, had component damage and corrosion/rusting/pitting. It was further determined that the device failed pretest for check the drill chuck by hand, check the maximum range of tool coupling, check the minimum range of tool coupling, check for mechanical free movement, check general function in running mode and check for run-out inspection in running mode. It was noted in the service order that while testing during reprocessing, it was observed that the device was non functional along with a small battery drive device. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device history review: a device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. The actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition that the device was frozen/would not move, identified during service and repair, was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: b5: device evaluation: it was further noted that during pre-test, the attachment drill chuck and coupling shaft were unable to rotate at all and during disassembly, unable to open up the cone sleeve even though multiple heating as it was suspected the internal bearing and shaft were badly corroded and seized inside.